Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the large needle driver instrument did not move in the desired direction. The instrument wire was abnormal. The customer also noted a broken cable on the instrument. The procedure was completed with no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the large needle driver instrument was inspected prior to use, and no damage was found. The instrument moved to the incorrect direction persistently. The issue occurred while the surgeon¿s head was inside the surgeon side console (ssc)¿s high resolution stereo viewer and the surgeon was attempting to manipulate instruments from the ssc. There was no shakiness, friction, or external collisions was observed.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and the complaint was not confirmed by failure analysis. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed suture handing. The instrument was fully functional. No product issue was identified.